Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an 'error 3' message and, more recently, does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. Immediately after the alleged issue, the patient claims she felt a symptom of dizziness. On the early morning of (B)(6) 2012, the patient reportedly had to be taken to the hospital. The patient alleged a health care professional (hcp) administered the patient insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.